Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The introducer sheath, the main coil and the pusher wire were returned. The introducer sheath was inspected, and no damages were noted. The twist lock was opened. The main coil and the pusher wire were not interlocked inside the introducer sheath. The main coil was kinked and stretched. The pusher wire was kinked and stretched. Media inspection was performed. Pictures were provided of the device. As per pictures, it can be observed that the main coil and the pusher wire were interlocked inside the introducer sheath; nevertheless the results of the media inspection are inclusive. Microscopic inspection was performed on pusher wire. The zap tip had a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection was performed on the main coil and noted that the zap tip had a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil and pusher wire that could be measured were performed and were within specification.

Event description:
Reportable based on device analysis completed on 18apr2022. It was reported that the coil could not be delivered and the delivery shaft got twisted. The target lesion was located in the coronary vein of the stomach. An 8mm x 20cm interlock was selected for use. During the procedure, the coil could not advance in the middle part of the catheter. Subsequently, the physician tried pulling it backward for several times but the delivery shaft got twisted. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached.